Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel disfunction and urge incontinence. It was reported that they shut their device off probably a year ago because when they were taking a left step when their foot touched down it was kind of shocking them. Patient stated at that time they had also moved and had moved away from their healthcare provider (hcp) that implanted the device. Patient is scheduled for an appointment with a new urologist tomorrow and stated they were told they deal with the manufacturer, but patient has not seen the doctor yet. Patient stated when they turned therapy off, they did not decrease the intensity first and inquired if therapy will turn back on at previous settings if they turn therapy back on. Patient stated they are concerned about therapy shocking them. Reviewed therapy overview and role of patient services. Patient denied any falls/trauma to implant site prior to this event. Patient provided event date as they'd say late june of 2024. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue.